Event description:
The user reported the gas module of the heart lung console failed to be calibrated. When the user attempted to do the calibration for the analyzer blender, a gas alert and a "service gas system" error message were observed. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.